Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. The lot number provided in the photos matches this report. The label in the photo matches the product reported. Our evaluation of the photos provided confirmed the report. The photos show that there is wire guide coating damage near the distal end. The coating was peeled/split, and a section of core wire was exposed. No portion of the coating appears to be missing. The damage to the coating appears to be consistent with the wire guide having been damaged in the scoring process during manufacturing. The photos provided were reviewed by quality engineering, manufacturing engineering, and production leadership from wire guides department. These parties determined, upon visual inspection, that the device was nonconforming as the coating damage was caused by the scoring process completed during manufacturing of the wire guide. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report. The coating at the distal end was damaged in manufacturing during the scoring process. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Retraining of the operator was completed to address this occurrence. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook acrobat¿ calibrated tip wire guide. It was reported that the physician detected that the coating of the wire guide peeled off during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.